Manufacturer narrative:
There is an instruction that states, "always place humidifier on a firm, flat, level surface. A waterproof mat or pad is recommended for use under the humidifier. Never place it on a rug or carpet, or on a finished floor that may be damaged by exposure to water and moisture." And consumer failed to perform that instruction.

Event description:
Consumer alleges humidifier caught fire in his son's room and damaged the carpeting. There was not a report of personal injury with this incident.